Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the images are consistent with the incident description. The reported patient effects of dissection and occlusion are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal first marginal vessel (om1) with heavy tortuosity and heavy calcification. The 2.0 x 12 mm xience xpedition stent delivery system (sds) was advanced, but had difficulty crossing to the lesion due to the anatomy. Two additional guide wires were used and a non-abbott balloon was advanced to be used as an anchor for placing the xience stent. The sds was re-advanced using a lot of force; however, a dissection occurred in the circumflex causing a no-flow in the om1. The sds and the balloon catheter were removed. Two stents were deployed to treat the dissection, but the om1 branch remained occluded. The decision was made to leave the om1 vessel occluded. The patient is doing fine. The physician commented that this issue could have happened with any 2.25 stent as it was an extremely difficult anatomy and he pushed the boundaries. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.